Manufacturer narrative:
Additional narrative: product investigation evaluation: considering the x-rays and the available information, it seems that the fracture in the femoral neck region has collapsed about three (3) months after the initial treatment. The tip of the blade has also migrated and is not in its original position (centered in the femoral head). The x-rays provided do not show any failure of the nail, nor the locking bolt. Only the blade has backed out. A simple handling test has also not shown any dysfunction of the products returned. No abnormal wear traces are visible on the products. Neither the locking bolt, nor the nail or the blade is bent or showing abnormal signs of damage. The exact cause which has led to this occurrence could not be evaluated. No indication for material, manufacturing or design related issue was found. Device history record review: manufacturing location: (B)(4) - manufacturing date: august 5, 2015 - expiry date: july 1, 2025, no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information not available for reporting. Event date: unknown. Additional product code ¿ hwc. (B)(4). Explant date: unknown. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was originally treated for a displaced pertrochanteric left femoral fracture on (B)(6) 2015. During the closed reduction and internal fixation procedure, the patient was implanted with a proximal femoral nail antirotation (pfna) construct including a nail, blade, and bolt. On an unknown post-operative date, the pfna nail broke. The patient returned to the operating room for a hardware removal procedure, but it is unknown on what date the procedure occurred. No additional information is available. The pfna construct was returned on (B)(6) 2016. It was confirmed that the pfna nail was not broken as initially reported; rather the nail and pfna blade reportedly migrated. The pfna blade and bolt were both received intact. This is report 2 of 2 for (B)(4).